Manufacturer narrative:
Customer returned insulin pump for an alleged possible over delivery, button error alarm and was hospitalized for low bgs found on (B)(6), 2021. Customer delivered 3 times 14 u of bolus insulin due to button error on the insulin pump. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0873 inches. No over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. History download was successful using thds and carelink upload was successful. No button error alarm noted when reviewing the insulin pump's alarm history screen. No button error alarm noted during testing. All buttons responded properly to button presses. No unresponsive buttons noted. During visual inspection, no damage noted on the keypad traces or on the keypad dome switches. Please see below when reviewing the history download. There is no data available due to the pump was stored for an extended period without a battery. Unable to verify button error alarm or boluses delivery by the customer in the download history file due to no data available. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched reservoir tube window. Device passed the functional testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. Button error alarm and unresponsive buttons were not confirmed during the testing. Unable to verify button error alarm or boluses delivery by the customer in the download history file due to no data available. There is no data available due to the pump was stored for an extended period without a battery. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported that they delivered 3 times 14u of bolus insulin due to button error on the pump. Customer fainted and was hospitalized on (B)(6) 2021 for low blood glucose. Pump was used at the time of the incident. Sensor was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Manufacturer narrative:
On (B)(6) 2021 the customer was hospitalized for low bg's. Customer alleged over delivery and had button error alarm. Customer delivered 3 times 14 u of bolus insulin due to button error on the pump. The pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0873 inches. No over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The following were noted during visual inspection: scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. No button error alarm noted during testing. All buttons responded properly to button presses. No unresponsive buttons noted. During visual inspection, no damage noted on the keypad traces or on the keypad dome switches. No button error alarm noted when reviewing the pump's alarm history screen. The pump passed the functional testing. No over delivery anomaly noted. No button error alarm noted during testing. No unresponsive buttons noted. Unable to verify button error alarm or boluses delivery by the customer in the download history file due to no data available. There is no data available due to the pump was stored for an extended period without a battery. Unable to confirm alleged low bg's. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.